Event description:
Customer's mother reported that on an unspecified date/time customer's meter experienced a blank screen issue, noting that it would not turn on when the button was pressed or with test strip insertion. Caller further reported that due to this she administered a glucagon injection. No further information was obtained as the call was disconnected. Multiple, unsuccessful, attempts to contact this caller to obtain additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is also unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the date of event is unknown. The event date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.